Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. Device inspection revealed the following: the returned targeting arm shows several signs of usage. The adhesive binding is loose at both glued edge joint of the right outer portion of the device, in this area the connection has play I,e wobbles slightly. Entry point of the sleeve at the right down portion of the device shows slight deformation and visibility of cracks along the adjoining edges. A review of the device history for the reported lot did not indicate any abnormalities. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation, the root cause was attributed to user related issue. Appearance of deformation around the sleeve hole indicates towards an unintended high insertion force in a non-axial direction, leading to cracking of the adjoining edge. It is also likely that due to long and repeated usage, natural weakening of structural integrity is also possible. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported the tibia nail distal targeting device has been broken where the text m-l holes for standard or distal nail only is found. This was noticed when the surgeon was putting in the screws; it was lacking a few mm to correctly have them fit into the nail. The operation was completed without any problems for the patient by setting screws in the nail using another screw hole. There was no clinically significant delay in treatment.